Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow-up. Review of the electrocardiograms revealed multiple episodes of noise reversion and undersensing. On (B)(6) 2014, it was reported that the patient returned to clinic last week for follow-up. Upon interrogation one episode of noise and inhibited pacing was noted. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
On (B)(6) 2014, it was noted that the noise reoccurred after reprogramming. The patient was experiencing dizziness. The device could not be reprogrammed to decrease sensitivity any further.